Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device kept alerting patient line open and there was not water flowing through the pads. They have tried disconnecting and reconnecting multiple times and added water. Walked through disconnection of pads. Had them place device in manual control at 10c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13c, inlet temperature (t3) was13.2c, chiller temperature (t4) was 6.1c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7.9psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 89 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2062.3 and pump hours were 1757.0. Added all 4 pads back while in manual control. Water flow rate (wfr) was 2.1 l/m. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 3.2 l/m. Encouraged to call back with any alerts or alarms or questions.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device kept alerting patient line open and there was not water flowing through the pads. They have tried disconnecting and reconnecting multiple times and added water. Walked through disconnection of pads. Had them place device in manual control at 10c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13c, inlet temperature (t3) was 13.2c, chiller temperature (t4) was 6.1c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7.9psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 89 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2062.3 and pump hours were 1757.0. Added all 4 pads back while in manual control. Water flow rate (wfr) was 2.1 l/m. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 3.2 l/m. Encouraged to call back with any alerts or alarms or questions. Per follow up information received via task on 18jun2025, spoke with nurse who confirmed no further issues after the call. They could not confirm the exact value of the psi but stated there were no concerns. Therapy completed and the device has remained in service.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. They were trying to initiate therapy, but arctic sun device kept alerting patient line open and there was not water flowing through the pads. They have tried disconnecting and reconnecting multiple times and added water. Walked through disconnection of pads. Had them place device in manual control at 10c. After a couple of minutes, system diagnostics showed that the outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13c, inlet temperature (t3) was 13.2c, chiller temperature (t4) was 6.1c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7.9psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 89 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2062.3 and pump hours were 1757.0. Added all 4 pads back while in manual control. Water flow rate (wfr) was 2.1 l/m. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 3.2 l/m. Encouraged to call back with any alerts or alarms or questions. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Corrections: b, d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.